Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient was advised to discontinue treatment with byte as it will not correct their bite. No further information available.